Event description:
The pump was returned to animas. Product analysis investigated the pump and found that the pump battery compartment was cracked and the pump display screen as dim and discolored. This report is made based on the results of investigation completed on 11/25/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump was observed to have a cracked battery compartment below the bumper pad. The returned battery cap was able to secure and power on the pump appropriately. The pump display screen was observed to be dim and discolored with a reddish tint. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).